Event description:
It was reported that a shaft detachment occurred. During a percutaneous coronary intervention, an opticross¿ imaging catheter was used to view a unknown target lesion. The device was removed from patient after 1st pullback and was attempted to continue again via the guidewire. Before inserting into the y-connector, it was found out that the imaging cable was out from the catheter. Upon checking, the device was detached at the junction of the clear shaft and the blue shaft at 28cm from the distal tip. The procedure was completed with another same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed a kink in the imaging core assembly at 25.5cm from distal tip housing end assembly. The sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. Since the clear tubing was detached, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a shaft detachment occurred. During a percutaneous coronary intervention, an opticross imaging catheter was used to view a unknown target lesion. The device was removed from patient after 1st pullback and was attempted to continue again via the guidewire. Before inserting into the y-connector, it was found out that the imaging cable was out from the catheter. Upon checking, the device was detached at the junction of the clear shaft and the blue shaft at 28cm from the distal tip. The procedure was completed with another same device. No patient complications were reported and the patient's condition is good.